Event description:
It was reported via repair work order that the siderail was missing from the stretcher. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderail was missing from the stretcher. Upon completion of the device evaluation, the siderail was not missing from the device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the device evaluation, the siderail was not missing from the device.